Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "correct handling of implants is extremely important." Number 5 states, "implants can loosen, fracture, corrode, migrate, or cause pain." Quantity: (B)(4). This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00915 / 00916).

Event description:
It was reported that during a femoral fixation procedure on (B)(6) 2016, two connecting bolts and a driver handle disconnected from the nail after impaction, resulting in a delay greater than 30 minutes. Screws were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint. Scratches and wear markings were noted on the device. A conclusive root cause of the event could not be determined.

Event description:
It was reported that during a femoral fixation procedure, one connecting bolt and a driver handle disconnected from the nail after impaction, resulting in a delay greater than 30 minutes. Screws were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.